Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-june-27, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for an unknown indication for use. On an unknown date in (B)(6) 2017 a motor stall occurred that exceeded pump tube set. There were no known environmental, external or patient factors that could have contributed to the event. There were no reported diagnostics or troubleshooting performed. The drug in the pump was replaced with saline as an intervention/action. The event was not resolved at the time of this report. The pump remained implanted - out of service. Surgical intervention had not occurred and was not planned. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
The device codes have been updated to include (B)(4). The patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-16, additional information was received from a foreign manufacturer representative (rep). It was reported the patient was seen on (B)(6)2017 and pump logs were obtained. Logs indicated the patient was receiving hydromorphone (8.3 mg/ml at a dose of 2.9011 mg/day), clonidine (250.0 mcg/ml at a dose of 87.38 mcg/day) and bupivacaine (20.0 mg/ml at a dose of 6.991 mg/day). The pump logs showed an active alarm for motor stall occurred and stopped pump period may exceed tube set. Logs showed the stopped pump period may exceed tube set on (B)(6)2017 at 01:06. A motor stall recovery occurred on (B)(6)2017 at 13:49. A motor stall occurred on (B)(6)2017 at 00:15 with a stopped pump period may exceed tube set occurring on (B)(6)2017 at 00:15. A motor stall recovery occurred on (B)(6)2017 at 15:43. A motor stall occurred on (B)(6)2017 at 21:39 with a motor stall recovery occurred on (B)(6)2017 at 21:28. Another motor stall occurred on (B)(6)2017 at 00:16 and a motor stall recovery occurred on (B)(6)2017 at 10:17. Another motor stall occurred on (B)(6)2017 at 14:31, a stopped pump period may exceed tube set on (B)(6)2017 at 14:31. On (B)(6)2017 at 17:57, the motor stall recovery occurred. On (B)(6)2017, a motor stall occurred at 19:29 and a stopped pump period may exceed tube set message occurred no (B)(6)2017 at 19:29. Additional information also reported that when the pump was recently emptied, the healthcare professional (hcp) assessed that there was a volume discrepancy. The expected reservoir volume (erv) was 8 mls but the actual reservoir volume (arv) was 13 mls which, "would explain the lack of efficacy". Prior to the emptying of the pump, the patient became sick (nauseous) for a number of weeks, unsure of the cause hence the pump was emptied. The patient continued to be sick for a further 4 weeks identifying "that the pump was unlikely to have caused the nausea". The patient had no temperature and no signs of infection during ths time (bloods were taken for analysis). It was also stated, "unsure of the plan for [the patient] as yet, but it is likely the pump will be removed".

Manufacturer narrative:
The patient codes have been updated to (B)(4). (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-12, additional information was received from a foreign manufacturer representative (rep). It reported the patient experienced loss of efficacy. It was also reported the motor stall did not recover. The patient would be seen on (B)(6) 2017 and logs would be obtained at this time.